Event description:
It was reported that during preparation for a pulse field ablation procedure a farawave catheter was selected for use. However, prior to use the irrigation connector was broken. Additional patient or procedure details were not provided. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure a farawave catheter was selected for use. However, prior to use the irrigation connector was broken. The device was replaced, and the issue was resolved. The procedure was completed without patient complications.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port. The strain relief/luer did return back with the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.